Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to clean the wash probe and to ensure no beads were stuck in the wash probe tip. The customer was advised to reconnect the tubing. The customer then powered down the unit and cleaned any leaks that were identified. The customer then ran daily startup and ran pth patient controls and quality controls (qc). All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 3004 liquid leak detected was the clogged wash probe.

Event description:
On (B)(6) 2016, a customer reported error 3004 liquid leak detected on the aia-900 instrument. The customer identified liquid beneath the wash probe #1 then noticed a piece of tubing was off when he checked the bf probes. Cleaning the fluid did not clear the error. The customer is unable to run patient samples on cardiac troponin I (ctnl2). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.